Manufacturer narrative:
(B)(4), concomitant medical products:architect c8000 analyzer, list # 1g06-01, serial # (B)(4),this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An incorrect suspect medical device, lot number, expiration date was submitted in the initial medwatch submission. The expiration date has been corrected to 10/15/11. Upon further review, the customer's issue is not associated with remedial action (B)(4), and is unassigned.

Event description:
The customer observed clinical chemistry albumin bcg quality control results below peer range after switching to the reformulated albumin reagents. The customer did not observe this issue with other assays. The customer provided precision data for evaluation and also provided the following example of patient results as follows: original reagent: 4.14 g/dl, reformulated reagent 4.37 g/dl. The customer also performed some recommended troubleshooting and was asked to monitor the issue. There was no impact to patient management.